Manufacturer narrative:
Updated blocks: h3 and h6 the reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) assessed the pressure transducer function by dropping the oxygen (o2) pressure below 30 pounds per square inch (psi) and observing the message appear which was to be expected and within specification. The pst then slowly increased the pressure until the message cleared. The low o2 pressure message was not observed and the system functioned as expected. Upon reassembly, the o2 pressure message was observed. The transducer output was expected to be between 0.5 volts (v) at zero pressure and 4.5 v maximum. The transducer output can be measured between pins two and four of the transducer connector. Both blended air and o2 gases were set to 50psi. The o2 pressure transducer output was approximately 0.6 v and an output of 2.6 v was observed from the blended air transducer at the same pressure. It was determined that the pressure transducer was intermittently faulty. The service repair technician (srt) could not duplicate the reported complaint since the unit was not able to get beyond the o2 analyzer calibration. The pressure transducer was replaced. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
This complaint is related to (B)(4) / MFR #1828100-2021-00349.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the electronic patient gas system (epgs) had a low oxygen supply pressure alert. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a 'low oxygen supply pressure' alarm with the heart lung machine (hlm) electronic patient gas system (epgs). The surgery was completed successfully with no change out, no delay, and no blood loss. The machine was pulled from service after the procedure.

Manufacturer narrative:
H3: 81. Evaluation is in progress, but not yet concluded.